Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that after the ins was implanted they programmed the ins and it was good. The patient said that before the ins was programmed on (B)(6) the patient was able to adjust the rate and pulse width. The patient stated they were no longer able to adjust the rate and pulse width. No troubleshooting was done on the call and patient services (ps) reviewed that not all patients have access to change the rate and pulse width and the healthcare professional (hcp) has the option to give them access to change those. The patient said they wanted to know why it was changed and why they no longer had access to change the rate and pulse width; ps sent a message to the local field manufacture representatives. The patient also reported that they charged the ins twice and it took an hour to go from 80% to 100%. No symptoms were reported. No further complications were reported/anticipated.